Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient ¿did not scrub the hub, draped and soaked¿. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with vancomycin 1gram intraperitoneally every 3 days for the event. The patient completed antibiotic therapy. Eight days after hospitalization, the patient was discharged from the hospital. The patient was retrained on aseptic technique and was reported to have recovered from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available.